Manufacturer narrative:
The lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was implanted in the patient''s operative eye. Post-operatively, 6 months after surgery, the patient reported being very bothered by halos when driving at night and dusk/dawn, which caused difficulty with activities such as shopping and seeing christmas lights on the river. The patient also complained of being extremely bothered by glare, light sensitivity, starbursts, which caused difficulty driving throughout the day. Also, the patient complained of being moderately bothered by occlusions while driving and poor low light conditions when driving or reading close up. Reportedly, these outcomes have significantly interfered with activities of daily life. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to products distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # (B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.